Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose with the blood glucose of 33 mmol/l. Customer's current blood glucose was 14.9 mmol/l. Customer treated high blood glucose with manual injection. Customer stated symptoms related to high blood glucose that were nausea, dizziness. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of incident. Customer stated that the prime, self and high pressure test were passed. Customer stated insulin flow block alarm. No further patient complications were reported. Troubleshooting was performed, the customer will discontinue the use of device.